Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician adjusted her implantable pulse generator (ipg) incorrectly. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.